Event description:
It was reported that this pacemaker exhibited undersensing during an atrial arrhythmia episode. Automatic pace threshold test episodes stored were successful, the most recent lead tests are within normal limits and the presenting electrogram (egm) showed the device was operating as programmed. Technical services (ts) indicated that the atrial sensitivity settings may be considered for programming optimization. The device remains in service and no adverse patient effects have been reported.